Event description:
At 9:53 am, patient's bg was 386 mg/dl; she "didn't check the site or check for ketones" before bolusing 8.2 units. Two hours later, her bg read "greater than 500 mg/dl." Parents took her to the hospital for treatment. She was admitted to the ICU "in ketoacidosis." At the request of the ER hcp, an insulet csm went to the hospital to check the device. The csm found no visible problems with the pod/pdm; pdm history log showed no alarms occurred and all boluses were recorded. The adhesive was wet, however, patient's mom is not sure if it was wet while pod was worn. Patient placed the pod under the waistband of her jeans; placement occurred between 2 morning bgs "which is when the numbers started increasing." It was reported that "at no time did she check her site or check for ketones." The pod was discarded. Patient was released from the hospital after 2 days.

Manufacturer narrative:
No product evaluation can be performed since the device was not returned. We are unable to confirm if any malfunction occurred that may have caused or contributed to the patient's condition. The omnipod's user guide warns, "...if you experience unexpected elevated blood glucose levels, changed your pod." The user guide advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day." It instructs that users treat dka as follows: after beginning treatment for high bg, check for ketones. If ketones are present, and are feeling ill, then contact a hcp for guidance. If ketones are trace or negative, then continue treating for high bg. If ketones are positive, but are not feeling ill, then replace the pod using a new vial of insulin. Check bgs again in 2 hours, if they have not decreased, then contact a hcp immediately for guidance. The omnipod's user guide warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." Product lot qualification records could not be reviewed since no lot number was provided.